Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and no evidence of anything indicative of a device nonconformance was found.   Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and no evidence of anything indicative of a device nonconformance was found.   Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 4/11/2019. 3) any anomalies or deviations identified in DHR: no anomalies or deviations. 4) expiry date: parts are nonsterile. Label date is 2/25/2019. 5) IFU reference: IFU-0902-00-836 rev j.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon is complaining about the stability of dps trial heads on the original prosthesis/stem implant. Since the trial heads are designed to snap onto the snap ring of the trial neck segment, the inner diameter of the trial heads is larger than 12/14, so the heads do not hold on the original prosthesis/stem implant. No patient consequence. No surgical delay.